Event description:
Reported due to device break requiring surgical intervention. The physician attempted closure of an arteriotomy site with the perclose a-t (closer ak) device following a diagnostic procedure. It is unknown if fluoroscopy was performed prior to the closure procedure; therefore, the vessel size, vessel condition and arteriotomy site location are also unknown. Reportedly, the physician was unable to remove the device from the patient's groin. The device was "divided into two parts between the steel and pvc part." The patient was taken to surgery and the device was "frozen out." It is unknown if the patient's hospitalization was prolonged as a result of this event. The current condition of the patient is also unknown.